Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 8 pending devicea were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. 8 devices are still pending evaluation.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.